Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, according to the patient's attorney, the patient experienced severe and permanent injuries and mental and physical pain. No other information is available.